Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when surgeon impacted the cementless compartment, the back "wing" that holds the compartment broke. The surgeon didn't notice it at first but when he realized it, he had to remove the component that was half implanted to remove foreign body (the broken part of the impactor). Once the component was removed he noticed that the broken impactor results in a wrong trajectory that causes a defect in the cancellous bone and a fracture to the posterior cortex. We had to cement a component. And all of this caused a 30 mins delay in surgery.

Event description:
It was reported that when surgeon impacted the cementless component, the back "wing" of the instrument that holds the component broke. The surgeon didn't notice it at first but when he realised it, he had to remove the component that was half implanted to remove foreign body (the broken part of the impactor). Once the component was removed, the surgeon noticed that the broken impactor caused wrong trajectory that resulted in a defect in the cancelous bone and a fracture to the posterior cortex. The surgeon had to cement the component. This incident caused 30 mins delay in surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. A brittle fracture occurred at the posterior foot of the impactor. The damage on the impactor body, anterior (adjustable) foot and tibial tray are evidence of abnormal stresses during engagement of the instrument with the tibial tray. The fracture and damage of components and resultant injuries of the patient may have been caused by the over impaction of the tibial tray and the use of a forward/backward rocking motion to free the impactor. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.